Event description:
Boston scientific received information that this patient had endocarditis and infection with full body sepsis. The patient's entire system was explanted. The device was temporarily used as an external pacemaker and was interfaced to a lead inserted in the patient's jugular vein. A new system will implanted after the patient received antibiotics. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.